Event description:
While trying to put the catheter through the sheath (cordis 6f brite tip sheath), the physician felt resistance. He pulled it out and ran his fingers through it and found a bulge on the catheter, right above the loop on the shaft.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
This file was mistakenly reported previously. The event (resistance/friction with an outer body) does not meet FDA reportability requirements.